Event description:
This supplemental report is being filed to include product details.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of the use of electrocautery during the explant procedure. This lead failed hipot testing indicating electrical shorts as a result of the insulation melted.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing which led to pacing inhibition in this pacing dependent patient. This lead was also reported to have exhibited poor sensing and elevated thresholds. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported.